Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ excruciating pelvic pain/ severe and persistence pain") in an adult female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 2010, (B)(6) 2012). Previously administered products included for birth control: iud from 2008 to 2009; for an unreported indication: depo-provera injections from 2004 to 2006. Concurrent conditions included numbness, tingling and nickel sensitivity. Concomitant products included pregabalin (lyrica) in 2013 for fibromyalgia, hydrocodone on (B)(6) 2012 and panadiene co (tylenol #3) on (B)(6) 2012 for joint pain, vicodin (norco) in 2012 for pain management, nortriptyline in (B)(6) 2012 for sleep disorder therapy as well as norethisterone (norethindrone) in (B)(6) 2012. In (B)(6) 2012, 10 days before insertion of essure, the patient experienced groin pain ("pain that radiates towards the groin/ excruciating pain towards groin"), peripheral swelling ("swelling in her toes \swelling in her feet"), abdominal distension ("severe abdominal bloating"), abdominal pain lower ("prolonged cramping"), menorrhagia ("heavy flow during menstrual cycle"), fatigue ("extreme fatigue"), vulvovaginal pain ("vaginal tenderness/ excruciating vaginal pain/ inability to have intercourse due to tenderness/ inability to have intercourse due to pain"), vulvovaginal erythema ("vaginal redness"), muscle twitching ("muscle twitches"), burning sensation ("zapping sensation in spine"), alopecia ("hair loss \ hair thinning"), nausea ("nausea"), vomiting ("vomiting"), hypersensitivity ("hypersensitivity reaction to nickel") and mental disorder ("psychological condition"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("severe joint pain/ joint pain / knee pain"), vulvovaginal swelling ("excruciating vaginal swelling/ inability to have intercourse due to swelling"), pain ("body pain"), joint range of motion decreased ("inability to sit for longer than 15 minutes without experiencing pain towards the back of pelvic area."), female sexual dysfunction ("inability to have intercourse due to tenderness\ pain\swelling") and allergy to metals ("allergic to nickel"). The patient was treated with surgery (bilateral laparoscopic salpingectomy,). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, arthralgia, groin pain, abdominal distension, abdominal pain lower, fibromyalgia, pain, joint range of motion decreased, female sexual dysfunction, allergy to metals, hypersensitivity and mental disorder outcome was unknown and the peripheral swelling, menorrhagia, fatigue, vulvovaginal pain, vulvovaginal swelling, vulvovaginal erythema, muscle twitching, burning sensation, alopecia, nausea and vomiting had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, burning sensation, fatigue, female sexual dysfunction, fibromyalgia, groin pain, hypersensitivity, joint range of motion decreased, menorrhagia, mental disorder, muscle twitching, nausea, pain, pelvic pain, peripheral swelling, vomiting, vulvovaginal erythema, vulvovaginal pain and vulvovaginal swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: underwent essure confirmation. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received:- case became valid and incident in follow up, patients concomitant and historical condition, concomitant and historical drug, lot no added, event injuries replaced with the events as follows:-pelvic pain, arthralgia, groin pain, peripheral swelling, abdominal pain lower, abdominal distension, menorrhagia, fatigue, vulvovaginal pain, vulvovaginal erythema, vulvovaginal swelling, muscle twitching, burning sensation, joint range of motion decreased, female sexual dysfunction, alopecia, nausea, vomiting, pain, fibromyalgia, allergy to nickel, hypersensitivity, mental disorder. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ excruciating pelvic pain/ severe and persistence pain/ inability to sit for longer than 15 minutes without experiencing pain towards the back of pelvic area.') In an adult female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammation in 2006, chlamydial infection in 2002, gravida ii, parity 2 ((B)(6) 2010, (B)(6) 2012), abdominal pain, diarrhea, irritable bowel syndrome, anemia, pain bladder and dysuria. Previously administered products included for birth control: iud from 2008 to 2009; for an unreported indication: depo-provera injections from 2004 to 2006, restoril and vicodin. Concurrent conditions included hypoaesthesia, paresthesia generalized, nickel sensitivity, muscle pain, neck pain, abdominal pain upper, nausea, stomach ulcer, gerd, chlamydial infection, cyst ovary, swelling of r knee, myofascial pain syndrome, muscular weakness, pain of extremities, epigastric pain, dizziness, breast pain, nipple discharge, pressure chest, chest pain and coccyx pain. Concomitant products included pregabalin (lyrica) since (B)(6) 2013 to 2014 for fibromyalgia, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2012 and hydrocodone since (B)(6) 2012 for joint pain, ibuprofen for lower abdominal pain, hydrocodone bitartrate;paracetamol (norco) from 2012 to 2014 for pain management, nortriptyline since (B)(6) 2012 to 2013 for sleep disorder therapy as well as norethisterone (norethindrone) since (B)(6) 2012. In (B)(6) 2012, the patient experienced groin pain ("pain that radiates towards the groin/ excruciating pain towards groin"), abdominal distension ("severe abdominal bloating"), abdominal pain lower ("prolonged cramping"), menorrhagia ("heavy flow during menstrual cycle"), fatigue ("extreme fatigue"), vulvovaginal pain ("vaginal tenderness/ excruciating vaginal pain/ inability to have intercourse due to tenderness/ inability to have intercourse due to pain"), vulvovaginal erythema ("vaginal redness"), allergy to metals ("hypersensitivity reaction to nickel") and mental disorder ("psychological condition"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("severe joint pain/ joint pain / knee pain") and fibromyalgia ("fibromyalgia"). In (B)(6) 2012, the patient experienced genital haemorrhage ("heavy bleeding"), back pain ("unable to sit for longer than 15 minutes due to pain from back of pelvic area radiating towards") and pain in extremity ("radiating towards groin and down the back of both legs;"). In (B)(6) 2012, the patient experienced peripheral swelling ("swelling in her toes \swelling in her feet"). In (B)(6) 2012, the patient experienced alopecia ("hair loss \ hair thinning"). In (B)(6) 2013, the patient experienced nausea ("nausea") and vomiting ("vomiting"). In (B)(6) 2014, the patient experienced muscle twitching ("muscle twitches") and burning sensation ("zapping sensation in spine"). On an unknown date, the patient experienced vulvovaginal swelling ("excruciating vaginal swelling/ inability to have intercourse due to swelling"), pain ("body pain"), female sexual dysfunction ("inability to have intercourse due to tenderness\ pain\swelling"), dyspareunia ("painful intercourse"), malaise ("sick"), anxiety ("I am starting to get anxiety") and rheumatoid arthritis ("ra") and was found to have weight decreased ("weight loss"). The patient was treated with azithromycin (azo), cannabis sativa (marijuana), venlafaxine hydrochloride (effexor) and surgery (bilateral salpingectomy, removal of essure devices bilaterally). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, arthralgia, groin pain, peripheral swelling, abdominal pain lower, menorrhagia, fatigue, vulvovaginal pain, vulvovaginal swelling, vulvovaginal erythema, muscle twitching, burning sensation, alopecia, nausea, vomiting, fibromyalgia, pain, back pain and pain in extremity had resolved and the genital haemorrhage, abdominal distension, female sexual dysfunction, allergy to metals, mental disorder, dyspareunia, malaise, weight decreased, anxiety and rheumatoid arthritis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, burning sensation, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, groin pain, malaise, menorrhagia, mental disorder, muscle twitching, nausea, pain, pain in extremity, pelvic pain, peripheral swelling, rheumatoid arthritis, vomiting, vulvovaginal erythema, vulvovaginal pain, vulvovaginal swelling and weight decreased to be related to essure. The reporter commented: the only obvious symptom that is now gone is feeling awake with tons of energy, wanting to get out of the house and do things. Over a year ago she slowly started to avoid having to go places to avoid her pain developing after being out and about. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: underwent essure confirmation. 1. Satisfactory location of a right and left essure micro-insert. 2.satisfactory tuba! Occlusion. Lot number: 922603 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("pelvic pain/ excruciating pelvic pain/ severe and persistence pain") in an adult female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 2010, (B)(6) 2012). Previously administered products included for birth control: iud from 2008 to 2009; for an unreported indication: depo-provera injections from 2004 to 2006. Concurrent conditions included numbness, tingling and nickel sensitivity. Concomitant products included pregabalin (lyrica) from 2013 to 2014 for fibromyalgia, hydrocodone since (B)(6) 2012 and panadiene co (tylenol #3) since (B)(6) 2012 for joint pain, vicodin (norco) from 2012 to 2014 for pain management, nortriptyline since (B)(6) 2012 to 2013 for sleep disorder therapy as well as norethisterone (norethindrone) since (B)(6) 2012. In (B)(6) 2012, the patient experienced groin pain ("pain that radiates towards the groin/ excruciating pain towards groin"), peripheral swelling ("swelling in her toes \swelling in her feet"), abdominal distension ("severe abdominal bloating"), abdominal pain lower ("prolonged cramping"), menorrhagia ("heavy flow during menstrual cycle"), fatigue ("extreme fatigue"), vulvovaginal pain ("vaginal tenderness/ excruciating vaginal pain/ inability to have intercourse due to tenderness/ inability to have intercourse due to pain"), vulvovaginal erythema ("vaginal redness"), muscle twitching ("muscle twitches"), burning sensation ("zapping sensation in spine"), alopecia ("hair loss \ hair thinning"), nausea ("nausea"), vomiting ("vomiting"), the first episode of allergy to metals ("hypersensitivity reaction to nickel") and mental disorder ("psychological condition"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("severe joint pain/ joint pain / knee pain"), vulvovaginal swelling ("excruciating vaginal swelling/ inability to have intercourse due to swelling"), pain ("body pain"), the second episode of pelvic pain ("inability to sit for longer than 15 minutes without experiencing pain towards the back of pelvic area."), female sexual dysfunction ("inability to have intercourse due to tenderness\ pain\swelling") and the second episode of allergy to metals ("allergic to nickel"). The patient was treated with surgery (bilateral laparoscopic salpingectomy,). Essure was removed on (B)(6) 2014. At the time of the report, the arthralgia, groin pain, abdominal distension, abdominal pain lower, fibromyalgia, pain, the last episode of pelvic pain, female sexual dysfunction, the last episode of allergy to metals and mental disorder outcome was unknown and the peripheral swelling, menorrhagia, fatigue, vulvovaginal pain, vulvovaginal swelling, vulvovaginal erythema, muscle twitching, burning sensation, alopecia, nausea and vomiting had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, burning sensation, fatigue, female sexual dysfunction, fibromyalgia, groin pain, menorrhagia, mental disorder, muscle twitching, nausea, pain, peripheral swelling, vomiting, vulvovaginal erythema, vulvovaginal pain, vulvovaginal swelling, the first episode of allergy to metals, the first episode of pelvic pain, the second episode of allergy to metals and the second episode of pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: underwent essure confirmation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("pelvic pain/ excruciating pelvic pain/ severe and persistence pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 2010, (B)(6) 2012). Previously administered products included for birth control: iud from 2008 to 2009; for an unreported indication: depo-provera injections from 2004 to 2006. Concurrent conditions included numbness, tingling and nickel sensitivity. Concomitant products included pregabalin (lyrica) from 2013 to 2014 for fibromyalgia, hydrocodone since (B)(6) 2012 and panadeine co (tylenol #3) since (B)(6) 2012 for joint pain, vicodin (norco) from 2012 to 2014 for pain management, nortriptyline since october 2012 to 2013 for sleep disorder therapy as well as norethisterone (norethindrone) since (B)(6) 2012. In (B)(6) 2012, the patient experienced groin pain ("pain that radiates towards the groin/ excruciating pain towards groin"), abdominal distension ("severe abdominal bloating"), abdominal pain lower ("prolonged cramping"), menorrhagia ("heavy flow during menstrual cycle"), fatigue ("extreme fatigue"), vulvovaginal pain ("vaginal tenderness/ excruciating vaginal pain/ inability to have intercourse due to tenderness/ inability to have intercourse due to pain"), vulvovaginal erythema ("vaginal redness"), hypersensitivity ("hypersensitivity reaction to nickel") and mental disorder ("psychological condition"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("severe joint pain/ joint pain / knee pain") and fibromyalgia ("fibromyalgia"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("unable to sit for longer than 15 minutes due to pain from back of pelvic area radiating towards") and pain in extremity ("radiating towards groin and down the back of both legs;"). In (B)(6) 2012, the patient experienced peripheral swelling ("swelling in her toes \swelling in her feet"). In (B)(6) 2012, the patient experienced alopecia ("hair loss \ hair thinning"). In march 2013, the patient experienced nausea ("nausea") and vomiting ("vomiting"). In (B)(6) 2014, the patient experienced muscle twitching ("muscle twitches") and burning sensation ("zapping sensation in spine"). On an unknown date, the patient experienced vulvovaginal swelling ("excruciating vaginal swelling/ inability to have intercourse due to swelling"), pain ("body pain"), the second episode of pelvic pain ("inability to sit for longer than 15 minutes without experiencing pain towards the back of pelvic area."), female sexual dysfunction ("inability to have intercourse due to tenderness\ pain\swelling"), allergy to metals ("allergic to nickel") and dyspareunia ("painful intercourse"). The patient was treated with surgery (bilateral laparoscopic salpingectomy,). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, arthralgia, groin pain, abdominal distension, abdominal pain lower, fibromyalgia, pain, the last episode of pelvic pain, female sexual dysfunction, allergy to metals, hypersensitivity, mental disorder, back pain, pain in extremity and dyspareunia outcome was unknown and the peripheral swelling, menorrhagia, fatigue, vulvovaginal pain, vulvovaginal swelling, vulvovaginal erythema, muscle twitching, burning sensation, alopecia, nausea and vomiting had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, burning sensation, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, groin pain, hypersensitivity, menorrhagia, mental disorder, muscle twitching, nausea, pain, pain in extremity, peripheral swelling, vomiting, vulvovaginal erythema, vulvovaginal pain, vulvovaginal swelling, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: underwent essure confirmation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet and event unable to sit for longer than 15 minutes due to pain from back of pelvic area radiating towards the groin and down the back of both legs;-event splitted for coding,.heavy bleeding and painful intercourse and heavy bleeding were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ excruciating pelvic pain/ severe and persistence pain/ inability to sit for longer than 15 minutes without experiencing pain towards the back of pelvic area.") And genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 ( (B)(6) 2010, (B)(6) 2012). Previously administered products included for birth control: iud from 2008 to 2009; for an unreported indication: depo-provera injections from 2004 to 2006. Concurrent conditions included numbness, tingling, nickel sensitivity, muscle pain, neck pain, abdominal pain upper, nausea, stomach ulcer, gerd, chlamydial infection and cyst ovary. Concomitant products included pregabalin (lyrica) from 2013 to 2014 for fibromyalgia, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2012 and hydrocodone since (B)(6) 2012 for joint pain, hydrocodone bitartrate;paracetamol (norco) from 2012 to 2014 for pain management, nortriptyline since (B)(6) 2012 to 2013 for sleep disorder therapy as well as norethisterone (norethindrone) since (B)(6) 2012. In (B)(6) 2012, the patient experienced groin pain ("pain that radiates towards the groin/ excruciating pain towards groin"), abdominal distension ("severe abdominal bloating"), abdominal pain lower ("prolonged cramping"), menorrhagia ("heavy flow during menstrual cycle"), fatigue ("extreme fatigue"), vulvovaginal pain ("vaginal tenderness/ excruciating vaginal pain/ inability to have intercourse due to tenderness/ inability to have intercourse due to pain"), vulvovaginal erythema ("vaginal redness"), allergy to metals ("hypersensitivity reaction to nickel") and mental disorder ("psychological condition"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("severe joint pain/ joint pain / knee pain") and fibromyalgia ("fibromyalgia"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("unable to sit for longer than 15 minutes due to pain from back of pelvic area radiating towards") and pain in extremity ("radiating towards groin and down the back of both legs;"). In (B)(6) 2012, the patient experienced peripheral swelling ("swelling in her toes \swelling in her feet"). In (B)(6) 2012, the patient experienced alopecia ("hair loss \ hair thinning"). In (B)(6) 2013, the patient experienced nausea ("nausea") and vomiting ("vomiting"). In (B)(6) 2014, the patient experienced muscle twitching ("muscle twitches") and burning sensation ("zapping sensation in spine"). On an unknown date, the patient experienced vulvovaginal swelling ("excruciating vaginal swelling/ inability to have intercourse due to swelling"), pain ("body pain"), female sexual dysfunction ("inability to have intercourse due to tenderness\ pain\swelling"), dyspareunia ("painful intercourse") and malaise ("sick"). The patient was treated with surgery (bilateral salpingectomy, removal of essure devices bilaterally). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, groin pain, abdominal distension, abdominal pain lower, fibromyalgia, pain, female sexual dysfunction, allergy to metals, mental disorder, back pain, pain in extremity, dyspareunia and malaise outcome was unknown and the peripheral swelling, menorrhagia, fatigue, vulvovaginal pain, vulvovaginal swelling, vulvovaginal erythema, muscle twitching, burning sensation, alopecia, nausea and vomiting had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, burning sensation, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, groin pain, malaise, menorrhagia, mental disorder, muscle twitching, nausea, pain, pain in extremity, pelvic pain, peripheral swelling, vomiting, vulvovaginal erythema, vulvovaginal pain and vulvovaginal swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: results: underwent essure confirmation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: plaintiff fact sheet received. Event sick was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ excruciating pelvic pain/ severe and persistence pain/ inability to sit for longer than 15 minutes without experiencing pain towards the back of pelvic area.') In an adult female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammation in 2006, chlamydial infection in 2002, gravida ii, parity 2 (B)(6)2010, (B)(6)2012), abdominal pain, diarrhea, irritable bowel syndrome, anemia, pain bladder and dysuria. Previously administered products included for birth control: iud from 2008 to 2009; for an unreported indication: depo-provera injections from 2004 to 2006, restoril and vicodin. Concurrent conditions included hypoaesthesia, paresthesia generalized, nickel sensitivity, muscle pain, neck pain, abdominal pain upper, nausea, stomach ulcer, gerd, chlamydial infection, cyst ovary, swelling of r knee, myofascial pain syndrome, muscular weakness, pain of extremities, epigastric pain, dizziness, breast pain, nipple discharge, pressure chest, chest pain and coccyx pain. Concomitant products included pregabalin (lyrica) since (B)(6)2013 to 2014 for fibromyalgia, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6)2012 and hydrocodone since (B)(6)2012 for joint pain, ibuprofen for lower abdominal pain, hydrocodone bitartrate;paracetamol (norco) from 2012 to 2014 for pain management, nortriptyline since (B)(6)2012 to 2013 for sleep disorder therapy as well as norethisterone (norethindrone) since (B)(6)2012. In (B)(6)2012, the patient experienced groin pain ("pain that radiates towards the groin/ excruciating pain towards groin"), abdominal distension ("severe abdominal bloating"), abdominal pain lower ("prolonged cramping"), menorrhagia ("heavy flow during menstrual cycle"), fatigue ("extreme fatigue"), vulvovaginal pain ("vaginal tenderness/ excruciating vaginal pain/ inability to have intercourse due to tenderness/ inability to have intercourse due to pain"), vulvovaginal erythema ("vaginal redness"), allergy to metals ("hypersensitivity reaction to nickel") and mental disorder ("psychological condition"). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("severe joint pain/ joint pain / knee pain") and fibromyalgia ("fibromyalgia"). In (B)(6)2012, the patient experienced genital haemorrhage ("heavy bleeding"), back pain ("unable to sit for longer than 15 minutes due to pain from back of pelvic area radiating towards") and pain in extremity ("radiating towards groin and down the back of both legs;"). In (B)(6)2012, the patient experienced peripheral swelling ("swelling in her toes \swelling in her feet"). In (B)(6)2012, the patient experienced alopecia ("hair loss \ hair thinning"). In (B)(6)2013, the patient experienced nausea ("nausea") and vomiting ("vomiting"). In march 2014, the patient experienced muscle twitching ("muscle twitches") and burning sensation ("zapping sensation in spine"). On an unknown date, the patient experienced vulvovaginal swelling ("excruciating vaginal swelling/ inability to have intercourse due to swelling"), pain ("body pain"), female sexual dysfunction ("inability to have intercourse due to tenderness\ pain\swelling"), dyspareunia ("painful intercourse"), malaise ("sick") and anxiety ("I am starting to get anxiety") and was found to have weight decreased ("weight loss"). The patient was treated with azithromycin (azo), cannabis sativa (marijuana), venlafaxine hydrochloride (effexor) and surgery (bilateral salpingectomy, removal of essure devices bilaterally). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, groin pain, abdominal distension, abdominal pain lower, fibromyalgia, pain, female sexual dysfunction, allergy to metals, mental disorder, back pain, pain in extremity, dyspareunia, malaise, weight decreased and anxiety outcome was unknown and the peripheral swelling, menorrhagia, fatigue, vulvovaginal pain, vulvovaginal swelling, vulvovaginal erythema, muscle twitching, burning sensation, alopecia, nausea and vomiting had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, burning sensation, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, groin pain, malaise, menorrhagia, mental disorder, muscle twitching, nausea, pain, pain in extremity, pelvic pain, peripheral swelling, vomiting, vulvovaginal erythema, vulvovaginal pain, vulvovaginal swelling and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: underwent essure confirmation. 1. Satisfactory location of a right and left essure micro-insert. 2 satisfactory tuba! Occlusion.. Concerning the injuries reported in this case, the following ones were described in patient's medical records: lower abdominal pain, nausea, vomiting, joint pain, fibromyalgia, muscle twitching, pelvic pain. Concerning the injuries reported in this case, the following one was described in patient¿s social media: weight loss and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Events added: weight loss and I am starting to get anxiety. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ excruciating pelvic pain/ severe and persistence pain/ inability to sit for longer than 15 minutes without experiencing pain towards the back of pelvic area.') In an adult female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammation in 2006, chlamydial infection in 2002, gravida ii, parity 2 ((B)(6) 2010, (B)(6) 2012), abdominal pain, diarrhea, irritable bowel syndrome, anemia, pain bladder and dysuria. Previously administered products included for birth control: iud from 2008 to 2009; for an unreported indication: depo-provera injections from 2004 to 2006, restoril and vicodin. Concurrent conditions included hypoaesthesia, paresthesia generalized, nickel sensitivity, muscle pain, neck pain, abdominal pain upper, nausea, stomach ulcer, gerd, chlamydial infection, cyst ovary, swelling of r knee, myofascial pain syndrome, muscular weakness, pain of extremities, epigastric pain, dizziness, breast pain, nipple discharge, pressure chest, chest pain and coccyx pain. Concomitant products included pregabalin (lyrica) since (B)(6) 2013 to 2014 for fibromyalgia, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2012 and hydrocodone since (B)(6) 2012 for joint pain, ibuprofen for lower abdominal pain, hydrocodone bitartrate;paracetamol (norco) from 2012 to 2014 for pain management, nortriptyline since (B)(6) 2012 to 2013 for sleep disorder therapy as well as norethisterone (norethindrone) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced groin pain ("pain that radiates towards the groin/ excruciating pain towards groin"), abdominal distension ("severe abdominal bloating"), abdominal pain lower ("prolonged cramping"), menorrhagia ("heavy flow during menstrual cycle"), fatigue ("extreme fatigue"), vulvovaginal pain ("vaginal tenderness/ excruciating vaginal pain/ inability to have intercourse due to tenderness/ inability to have intercourse due to pain"), vulvovaginal erythema ("vaginal redness"), allergy to metals ("hypersensitivity reaction to nickel") and mental disorder ("psychological condition"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("severe joint pain/ joint pain / knee pain") and fibromyalgia ("fibromyalgia"). In (B)(6) 2012, the patient experienced genital haemorrhage ("heavy bleeding"), back pain ("unable to sit for longer than 15 minutes due to pain from back of pelvic area radiating towards") and pain in extremity ("radiating towards groin and down the back of both legs;"). In (B)(6) 2012, the patient experienced peripheral swelling ("swelling in her toes \swelling in her feet"). In (B)(6) 2012, the patient experienced alopecia ("hair loss \ hair thinning"). In (B)(6) 2013, the patient experienced nausea ("nausea") and vomiting ("vomiting"). In (B)(6) 2014, the patient experienced muscle twitching ("muscle twitches") and burning sensation ("zapping sensation in spine"). On an unknown date, the patient experienced vulvovaginal swelling ("excruciating vaginal swelling/ inability to have intercourse due to swelling"), pain ("body pain"), female sexual dysfunction ("inability to have intercourse due to tenderness\ pain\swelling"), dyspareunia ("painful intercourse"), malaise ("sick"), anxiety ("I am starting to get anxiety") and rheumatoid arthritis ("ra") and was found to have weight decreased ("weight loss"). The patient was treated with azithromycin (azo), cannabis sativa (marijuana), venlafaxine hydrochloride (effexor) and surgery (bilateral salpingectomy, removal of essure devices bilaterally). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, arthralgia, groin pain, peripheral swelling, abdominal pain lower, menorrhagia, fatigue, vulvovaginal pain, vulvovaginal swelling, vulvovaginal erythema, muscle twitching, burning sensation, alopecia, nausea, vomiting, fibromyalgia, pain, back pain and pain in extremity had resolved and the genital haemorrhage, abdominal distension, female sexual dysfunction, allergy to metals, mental disorder, dyspareunia, malaise, weight decreased, anxiety and rheumatoid arthritis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, burning sensation, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, groin pain, malaise, menorrhagia, mental disorder, muscle twitching, nausea, pain, pain in extremity, pelvic pain, peripheral swelling, rheumatoid arthritis, vomiting, vulvovaginal erythema, vulvovaginal pain, vulvovaginal swelling and weight decreased to be related to essure. The reporter commented: the only obvious symptom that is now gone is feeling awake with tons of energy, wanting to get out of the house and do things. Over a year ago she slowly started to avoid having to go places to avoid her pain developing after being out and about. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: underwent essure confirmation. 1. Satisfactory location of a right and left essure micro-insert. 2.satisfactory tuba! Occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: comment from social media received. Outcome of pain events added as recovered. New reporter and reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ excruciating pelvic pain/ severe and persistence pain/ inability to sit for longer than 15 minutes without experiencing pain towards the back of pelvic area.') In an adult female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammation in 2006, chlamydial infection in 2002, gravida ii, parity 2 ((B)(6) 2010, (B)(6) 2012), abdominal pain, diarrhea, irritable bowel syndrome, anemia, pain bladder and dysuria. Previously administered products included for birth control: iud from 2008 to 2009; for an unreported indication: depo-provera injections from 2004 to 2006, restoril and vicodin. Concurrent conditions included hypoaesthesia, paresthesia generalized, nickel sensitivity, muscle pain, neck pain, abdominal pain upper, nausea, stomach ulcer, gerd, chlamydial infection, cyst ovary, swelling of r knee, myofascial pain syndrome, muscular weakness, pain of extremities, epigastric pain, dizziness, breast pain, nipple discharge, pressure chest, chest pain and coccyx pain. Concomitant products included pregabalin (lyrica) since (B)(6) 2013 to 2014 for fibromyalgia, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6)2012 and hydrocodone since (B)(6) 2012 for joint pain, ibuprofen for lower abdominal pain, hydrocodone bitartrate;paracetamol (norco) from 2012 to 2014 for pain management, nortriptyline since (B)(6) 2012 to 2013 for sleep disorder therapy as well as norethisterone (norethindrone) since (B)(6) 2012. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced groin pain ("pain that radiates towards the groin/ excruciating pain towards groin"), abdominal distension ("severe abdominal bloating"), abdominal pain lower ("prolonged cramping"), menorrhagia ("heavy flow during menstrual cycle"), fatigue ("extreme fatigue"), vulvovaginal pain ("vaginal tenderness/ excruciating vaginal pain/ inability to have intercourse due to tenderness/ inability to have intercourse due to pain"), vulvovaginal erythema ("vaginal redness"), allergy to metals ("hypersensitivity reaction to nickel") and mental disorder ("psychological condition"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("severe joint pain/ joint pain / knee pain") and fibromyalgia ("fibromyalgia"). In (B)(6) 2012, the patient experienced genital haemorrhage ("heavy bleeding"), back pain ("unable to sit for longer than 15 minutes due to pain from back of pelvic area radiating towards") and pain in extremity ("radiating towards groin and down the back of both legs;"). In (B)(6) 2012, the patient experienced peripheral swelling ("swelling in her toes \swelling in her feet"). In (B)(6) 2012, the patient experienced alopecia ("hair loss \ hair thinning"). In (B)(6) 2013, the patient experienced nausea ("nausea") and vomiting ("vomiting"). In (B)(6) 2014, the patient experienced muscle twitching ("muscle twitches") and burning sensation ("zapping sensation in spine"). On an unknown date, the patient experienced vulvovaginal swelling ("excruciating vaginal swelling/ inability to have intercourse due to swelling"), pain ("body pain"), female sexual dysfunction ("inability to have intercourse due to tenderness\ pain\swelling"), dyspareunia ("painful intercourse"), malaise ("sick"), anxiety ("I am starting to get anxiety") and rheumatoid arthritis ("ra") and was found to have weight decreased ("weight loss"). The patient was treated with azithromycin (azo), cannabis sativa (marijuana), venlafaxine hydrochloride (effexor) and surgery (bilateral salpingectomy, removal of essure devices bilaterally). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, groin pain, abdominal distension, abdominal pain lower, fibromyalgia, pain, female sexual dysfunction, allergy to metals, mental disorder, back pain, pain in extremity, dyspareunia, malaise, weight decreased, anxiety and rheumatoid arthritis outcome was unknown and the peripheral swelling, menorrhagia, fatigue, vulvovaginal pain, vulvovaginal swelling, vulvovaginal erythema, muscle twitching, burning sensation, alopecia, nausea and vomiting had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, burning sensation, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, groin pain, malaise, menorrhagia, mental disorder, muscle twitching, nausea, pain, pain in extremity, pelvic pain, peripheral swelling, rheumatoid arthritis, vomiting, vulvovaginal erythema, vulvovaginal pain, vulvovaginal swelling and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: underwent essure confirmation; satisfactory location of a right and left essure micro-insert; satisfactory tuba! Occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- ra, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.